Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad. During testing, the up arrow keypad button was unresponsive; all other buttons responded appropriately. The keypad board cover was removed and no contamination was found under the key contacts. Moisture corrosion was found on the circuit boards, on the display, and on the display board near the connector. Unrelated to the complaint, the pump failed a leak test at the audio bolus button. The button was unresponsive. The button¿s slug was found to be missing. Additionally, the battery compartment was cracked.